Event description:
This spontaneous report was received from a pt and concerns a (B)(6) year old female from the united states (B)(6). The pt's weight was (B)(6) pounds. The pt's medical history included multiple sclerosis and no known drug allergies. The pt was treated with precise pain relieving heat patch (topically, lot and expiration not provided), 1 patch, once, for 8 hours, initiated on (B)(6) 2011 for multiple sclerosis. Concomitant medications were not reported. On (B)(6) 2011, the pt experienced "scratching" all day. According to the pt, it was hard to apply the patch to her lower back smoothly. She reported that the adhesive was very strong and took her skin off when she removed the patch. Twenty four hours after removing the patch she still had "marks." The pt treated the event with medicated cream. The pt outcome for the "marks" was not recovered, the remaining events were not provided. Action taken with the patch was discontinued. This report was serious (medically significant).